Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivered and had received an alarm 1. The customer reloaded the cartridge and had a minimum fill notification and after received an alarm 25. The customer indicated that the cartridge was not removed during use. Reportedly the customer stated that the pneumatic tap may be corroded or has debris. The customer blood glucose was elevated, however no specific value was provided. The customer stated would change out supplies and would deliver a bolus as necessary.